Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
This incident happened with two different staplers in the same procedure.(B)(4) refer to the same case. Reference (B)(4) for serious injury MDR. Customer states the device didn't fire. There was the need to extend or time for more than 30 minutes and or time was extended to open another device and this took some time. Incision was extended more than one inch and reason for extension asked but unknown. There was no additional bleeding, no need to re-operate the patient and no reinforcement material used. The problem was corrected by using a new device. The product ID for the reload used with this stapler is (B)(4). Surgical procedure being performed was lobectomy single port . The date of the procedure was asked but unknown. There was no conversion of a laparoscopic procedure to an open procedure. The patient age, weight, gender was asked but unknown. No unanticipated tissue loss and no tissue damage as a result of this problem. No adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?). The patient¿s current status is stable .